Event description:
It was reported in the patient's clinic notes that the patient had a flurry of seizures in (B)(6) 2011. She had passed out with them and hit the floor. Furthermore, the physician stated the vns had been helpful for the patient, though she could not tolerate higher stimulation parameters from the unit. Diagnostic information from (B)(6) 2010 showed the device to be properly functioning. Attempts for further information have been unsuccessful to date.